Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. The device was visually inspected, and a cassette was attached to verify the claim of error. The customer's stated problem was verified regarding error 45782. Inspected the pump and attached cassette onto the device and attempted to run it alarming "error code 45782". Further investigation of the pump and determined that a faulty microprocessor board was the cause of the issue. The microprocessor board will be replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave "error 45782". There was no patient involvement in the reported event.